Manufacturer narrative:
Section a information was not provided. Additional information was received during the device evaluation indicating that the device experienced corruption of the microsd disk during the reported event. In review of this information, the event is considered reportable. The automated impella controller (aic) was received from the customer and an investigation regarding the returned device has been completed. Console logs from the reported day of event were reviewed and the complaint condition was confirmed. The logs showed frequent interruptions of data connection from the aic to the remote link module (rlm). The rlm journal could not be retrieved from the device due to an rlm malfunction. During testing of the returned aic, the device was not able to fully boot-up and was continuously rebooting, which prevented it from receiving data from aic as well as from connecting to wi-fi. Rlm information monitored by serial number indicated an inability to mount one of the drive partitions, presumably due to file system corruption. Preliminary analysis of the microsd card using a third party hardware and software confirmed corruption of the microsd disk. After a known-good microsd card was installed and a connection was established with the aic.

Event description:
It was reported that the automated impella controller was not connecting to ic.com. After troubleshooting, it is likely that the controller has a bad sd card. The blue cloud light and amber airplane button were blinking simultaneously for more than a few minutes. No patient harm was reported. The device was received for evaluation and it was identified that the device experienced corruption of the microsd disk.